Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech replaced the worn brake casters, rebuilt the brake block and adjusted the brake to repair the bed.